Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal was used during a duodenal stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment of a lesion due to cancer. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician attempted to deploy the stent but when the stent was partially deployed the sheath broke away from the handle. The stent was unable to be fully deployed or reconstrained on the delivery catheter. During stent removal from the patient, the stent got stuck in the scope and the esophagogastroduodenoscopy scope ¿broke¿. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.